Manufacturer narrative:
The actual device was returned for evaluation with a report that there was a burr stuck in the attachment device . Reliability engineering evaluated the device and observed that the tip was bent and the burr was stuck inside the device which was indicative of misuse. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was observed that a burr device was stuck in the attachment device. During in-house engineering evaluation, it was observed that the tip was bent and the burr was stuck inside the attachment device. It was not reported if there were any delays in the surgical procedure or if an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.